Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p07-84 that has a similar product distributed in the us, list number 8p07-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false negative alinity I hiv ag/ab combo results for a 33-year-old with a urinary tract infection. The following data was provided: roche platform result = 6.2 abbott alinity result = 0.4 s/co (negative) abbott architect = negative (no value provided) colloidal gold and elisa methods both yielded positive results. The sample has been sent to a reference lab for further testing. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I hiv ag/ab combo results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. No increase in complaint activity was identified. Ticket trending review did not identify any related trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances or deviations associated with lot 56732be00 or complaint issue. Sensitivity testing was performed using an in-house retained reagent kit of the complaint lot. This included testing of a seroconversion panel which determined that the performance of the complaint lot is not negatively impacted. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity I hiv ag/ab combo reagent lot 56732be00.

Event description:
The customer reported a false negative alinity I hiv ag/ab combo results for a 33-year-old with a urinary tract infection. The following data was provided: roche platform result = 6.2 abbott alinity result = 0.4 s/co (negative) abbott architect = negative (no value provided) colloidal gold and elisa methods both yielded positive results. The sample has been sent to a reference lab for further testing. There was no impact to patient management reported.